Event description:
It was reported during an atrial flutter ablation procedure using a safire bi-directional ablation catheter, charring was noted at the tip of the catheter. The physician ablated with the catheter for less than 60 seconds with a non-sjm generator and settings of 50 watts and 50 degrees celsius, when charring was noted on the tip of the catheter. The catheter was exchanged and the procedure was completed with no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow up report will be submitted.